Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 580 mg/dl. Customer change her battery and was not able to get it turned back on and replacing customer insulin pump due to blank display and pump not taking any battery. It was unknown whether the auto mode feature was active at time of high blood glucose event. The device will be returned for analysis.